Event description:
The customer reported the image was flickering. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed there was noise on the image and the mage was unavailable temporarily. This report is being submitted for the malfunction found during device evaluation (image noise and temporary image loss). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, it was observed that noise was generated and images were temporarily unavailable due to damaged imaging unit. In addition, service found the adhesive on the bending section cover was scratched, and chipped. The video connector was deformed. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit. Olympus will continue to monitor field performance for this device.